Event description:
A pixel issue was reported on the pump display, affecting the customer's ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.